Event description:
It was reported that catheter entrapment and removal difficulty occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified target lesion. A 38 x 2.50 promus premier¿ stent delivery system (sds) was selected but was unable to be advanced to the lesion. The physician attempted to remove the device; however, it got stuck with the non-bsc guide wire. The sds was unable to be removed. The devices were then removed together as a unit. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The visual and tactile examination of the mid-shaft found a kink to the port bond skive location. The guidewire was returned with the device; with the device tracked over the guide wire. There was no resistance experienced while removing the device from over the guide wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and removal difficulty occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified target lesion. A 38 x 2.50 promus premier¿ stent delivery system (sds) was selected but was unable to be advanced to the lesion. The physician attempted to remove the device; however, it got stuck with the non-bsc guide wire. The sds was unable to be removed. The devices were then removed together as a unit. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status was good.